Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the procedure was converted to open surgery due to patient anatomy. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the conversion of the procedure was due to patient anatomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory caused the conversion. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted.